Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after hemodialysis, the system was coagulated. The hemodialysis machine was changed, and there was no flow in the device¿s catheter.